Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer reused insulin from old cartridges. Tandem support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 207 mg/dl. Reportedly, the pump supplies were changed multiple times to address the issue and insulin delivery was resumed.